Manufacturer narrative:
The device, used in treatment was returned for evaluation. A visual inspection of the returned honeycomb confirms the retaining clip is missing from the device, rendering the device inoperable. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the retaining clip for a honeycomb came off, the two pieces do not hold together. Incident occurred during treatment with instruments outside the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.